Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump no longer charges properly. The customer's blood glucose level was not impacted. The customer was to continue to use the pump to manage diabetes as it currently had a 90% charge on the battery.